Manufacturer narrative:
Product analysis: at analysis it was determined that the control knob and knob springs were damaged and the bail covers were broken. The device was checked and cleaned and the upper case, main keypad and atrial keypad, control knobs, knob springs and bail cover were all replaced. The device was calibrated and tested on the automated tester and was found to be working ok. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator was "not working." The generator was returned for service. Follow-up was initiated to obtain more information regarding the initial complaint. No patient complications have been reported as a result of this event. It was further reported that based on the findings the generator was already broken before use due to overstress damage. The control knob and knob springs are damaged and the bail covers are broken.